Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, heavily tortuous and 90% stenosed lesion causing the reported failure to advance. Continued resistance with the difficult anatomy during removal caused the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. A 2.5x23mm xience skypoint drug eluting stent (des) was advanced with resistance from the anatomy and failed to reach the target lesion. The des was removed with resistance from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.